Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. The patient reportedly wears the pump in a case on a belt, and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keys. The keypad is intact to base with no evidence of peeling or damage. All buttons are responsive. Removed keypad to inspect, no evidence of contamination under all of key contacts was found. All key contacts are misaligned.